Event description:
The customer reported that he was experiencing high blood glucose and it was at 400 mg/dl at the time of reporting. He treated with a bolus through the insulin pump. The customer stated that he had been stung by a bee and his lymph node looked swollen. The customer had a back-up plan in place for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).